Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for evaluation. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Follow up information received identified surgical intervention was taken and the patient's scs lead was replaced without complications, and stimulation therapy restablished.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient was experiencing unintended abdominal pain. Reportedly, the patient's scs lead was in the nerve root zone and causing persistent abdominal pain. Surgical intervention would be necessary to address the issue.